Manufacturer narrative:
The patient had a primary hip using the amis approach. Additional information received on 26 september 2016 and includes: the cup and the liner were revised on (B)(6) 2016. The surgery was completed successfully. Batch reviews performed on 17 october 2016. (B)(4).

Event description:
The patient came in complaining of pain. The pain was caused by chronic dislocation. The dislocation was caused by the patient stretching. The surgeon plans to revise the cup and liner.